Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; it was noted the helix would not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin was rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the repositioning attempt; full lead analyzed.

Event description:
It was reported that the helix would not extend after the lead dislodged. A new lead was then placed. No patient complications were reported as a result of this event.